Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator blades were cleaned and adjusted to clear the error message. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed a collimator error at start up. Troubleshooting found that collimator was in "verified" status but not homed on the computer of the imaging system. Adjustment of the setting restored functionality. There was a reported delay to the procedure there was no reported impact on patient outcome. No additional information was provided.